Event description:
(B)(4). It was reported that the patient presented with a transient ischemic attack (tia) in (B)(6) 2006 and in-stent restenosis of the nexstent that was implanted in (B)(6) 2005 was noted as potential cause. No information provided on device size or location of the implant. The patient was enrolled in the carotid solutions registry in (B)(6) 2006. The 80% stenosed type ii lesion being treated was located in the non tortuous left carotid artery with the lesion length of 8 mm, and the reference vessel diameter of 5 mm. Thrombus, ulceration, dissection, pseudo aneurysm or calcium was not present. A carotid wallstent monorail 7 x 30 mm was implanted. A cerebral protection device was not used. A non bsc balloon catheter was used for the pta. A heart rhythm stimulant, atropine, 0.4 (no unit if measure provided) was used. There were no peri-operative events. Procedural results included successful placement of the stent at the intended site with 0-29% residual stenosis. The post procedure clinical assessment morphological outcome note the carotid stent was patent, 0% residual stenosis and the patient was symptomatic. There was no complication less than 24 hours after the procedure. The one month follow up in (B)(6) 2006 and six month follow up in (B)(6) 2006, the patient was symptomatic; the carotid stent was patent with 0% residual stenosis. The motor system was not normal with left latent hemiparesis, and unchanged compared with the last visits. The twelve month follow up visit in (B)(6) 2007, the patient was asymptomatic; the carotid stent was patent with 0% residual stenosis. The motor system was normal and improved compared with the last visit.

Manufacturer narrative:
Event date: (B)(6) 2006. The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4): product unavailable for analysis.